Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 417 mg/dl. Reportedly, the customer did not fill the tubing with insulin during the load fill tubing sequence. To address the bg level, the customer delivered a correction bolus. Prior to calling tandem technical support, the customer successfully delivered enough via basal and bolus delivery to fill the tubing.